Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. Troubleshooting revealed that the customer changed the batteries and the basal rates were erased. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.